Manufacturer narrative:
Returned instrument is currently undergoing engineering eval.

Event description:
While implanting augment, the pin from the rasp handle dislodged and fell into the wound site. Pin was found with no further incident.